Event description:
During an arthroscopic rotator cuff repair the surgeon was utilizing a twinfix ultra pk 4.5mm anchor, the site was prepped with a 3.8 mm awl. While inserting the anchor the surgeon felt that the screw thread was stripped and removed the anchor from the site. The surgeon was required to drill another site to complete the repair with a backup device.

Manufacturer narrative:
(B)(4). The device has not been received for evaluation. (B)(4).

Manufacturer narrative:
One twinfix ultra pk 4.5mm w/2 ub-bl &blk was returned for evaluation and a visual inspection confirmed that the screw head was not stripped. Once the anchor was removed from the insertion device, further investigation determined that the inside tines of the insertion device were bent, which is indicative of a high insertion torque. The anchor itself was intact with no breaks. The patient¿s bone quality was reported as hard and the site was prepped with a 3.8 mm awl. This is inadequate preparation for hard bone. Due to these observations no root cause related to the manufacturing process can be established. No further investigation is warranted at this time. The information for use (IFU) (B)(4) states: ¿for hard bone use a 3.5 mm spade tip drill or a 4.5 awl-dilator¿ when using a 4.5 mm twinfix ultra pk suture anchor. (B)(4).